Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm. The customer declined troubleshooting for motor position encoder error. It was reported that they performed test and it was ok. The customer was advised to monitor and call back if necessary. The insulin pump will not be returned for analysis.